Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: d10 ¿ product received on: (B)(6) 2018. Investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), visual inspection, documentation, dimensional verification, functional test, manufacturing instructions, quality control and specifications of the returned device was conducted during the investigation. The customer returned one 7.0fr mac-loc catheter in a lightly used condition. There was no surface damage and trace amounts of biological matter on the distal tip. The device was returned with the mac-loc in the unlocked position. A leak test confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure, however the tubing was capable of rotating within the cap. It is possible the tubing became dislodged during use. The connector cap was removed and revealed the suture to be slightly wound in the threads. The flare appeared lopsided, had a lip, the body of the flare had ridges. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook's specifications. The components of the device were all found to be within cook's manufacturing specifications. Additionally, a document-based investigation evaluation was performed. There are adequate controls in place to prevent the release of non-conforming products. The device history record was reviewed for the product and subassembly lots, and no related non-conformances were found. It should be noted there have been no reported complaints for lot 8411650. There is no evidence to suggest there are non-conforming devices in house or in field. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode and appropriate personnel have been notified. A quality engineering risk assessment was performed and no further risk reduction activities are required. Cook incorporated will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information to add to the description of the event at this time.

Event description:
It was reported in additional information received on 22oct2018 that the device was placed in the pleura of a patient with shortness of breath and lung cancer with liver metastasis during an ultrasound guided pleural drainage. During the procedure, the physician locked the catheter and during aspiration, only gas mixed with a small amount of pleural fluid could be aspirated. The catheter was then unlocked and re-locked with additional force to tighten the thread for a more secure catheter lock. As before, only gas mixed with a small amount of pleural fluid could be aspirated. This process was repeated two to three times during the procedure. The guide wire was then inserted to exchange the defective catheter with a device from another manufacturer for a successful completion of the procedure. Additional devices used during the procedure included a syringe, trocar needle and an amplatz guide wire. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: event, other relevant history, concomitant medical products. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog #: ult7.0-35-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed for an unknown drainage procedure. While the physician was drawing fluid from the patient, a bubble was found inside the syringe, indicating the presence of a leakage. This report records this leakage. The catheter was then exchanged for a new catheter of the same type. A bubble was again found in the syringe while draining with the new catheter. Reference MFR. Report: 1820334-2018-03004 for the second leakage. Additional information regarding the event and patient outcome has been requested but is currently unavailable.